Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned results for multiple patients tested on multiple assays on a cobas 6000 e 601 module. When the samples were run on another instrument, the results were normal. The customer received system alarms on 2 patient samples but the results for the other approximately 10-20 patient samples produced results. The customer provided data for 10 patient samples. Based on the data provided, the results for 9 patient samples were erroneous when tested for vitamin b12, ft3, ft4, tsh and folate. The erroneous results were reported outside of the laboratory. After repeating the samples, the corrected results were provided. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. No reagent lot numbers or expiration dates were provided. The customer performed liquid flow cleaning (lfc) and states everything is fine now. Discrepant results for the affected assays are typically caused by beads capturing issues or carryover issues. The system alarms the customer received indicate an issue with the system reagent supply. Since the customer stated the issue was solved after performing lfc, this suggests an issue with the reagent beads capturing.

Manufacturer narrative:
The customer checked the aspiration filter of the procell bottle and it is in the proper position with no leaks. The customer stated everything is ok now and they are not having further issues. A specific root cause was not identified. Based on the information available for investigation, the mostly likely root cause of the event was a temporary contamination of the measuring cell.